Manufacturer narrative:
Initial report from voluntary medwatch (mw5077081) attached. Complaint conclusion: as reported via voluntary medwatch, the patient went home from hospital the same day as the procedure and found the post-op incision on her inguinal was bleeding. She contacted the hospital and was told she was ok. The patient felt pain, throbbing, and hard sensation ¿like a quarter¿ at the wound site. The patient visited the doctor and he insisted she was fine without a full examination of the wound. The caller is worried she may have a blood clot. No additional information can be obtained. The devices were not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided.   Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. Complications such as hematomas can be more prevalent in obese patients. Based on the limited information available for review, the events may have been influenced by patient and procedural/handling factors. However, there is not enough information to draw a clinical conclusion between the device and the event. Without return of the device or a lot number, it is not possible to determine if there was a design or manufacturing related issue. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported via voluntary medwatch, the patient went home from hospital the same day as the procedure and found the post-op incision on her inguinal was bleeding. She contacted the hospital and was told she was ok. The patient felt pain, throbbing, and hard sensation ¿like a quarter¿ at the wound site. The patient visited the doctor and he insisted she was fine without a full examination of the wound. The caller is worried she may have a blood clot. No additional information can be obtained.